Manufacturer narrative:
Title: does implantation of larger bioprosthetic pulmonary valves in young patients guarantee durability in adults? Durability analysis of stented bioprosthetic valves in the pulmonary position in patients with tetralogy of fallot citation: european journal of cardio-thoracic surgery (2016) vol 49(4):1207-12 doi (10.1093/ejcts/ezv298) authors: jae gun kwak, cheul lee, mina lee, chang-ha lee, so-ick jang, sang yun lee, su-jin park, mi kyoung song and seong-ho kim earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding factors that affect the durability of bioprosthetic pulmonary valves with regard to patient age and size of implanted valve. All data were collected from a single center between 1998 and 2014. The study population included 108 patients (mean age 19.3 ± 9.1 years, mean weight was 48.3 ± 14.7 kg), 39 of which were implanted with a medtronic hancock ii (serial numbers not provided). Among all patients, adverse events included: 26 incidents of valvular dysfunction, which was defined as the presence of moderate or severe regurgitation or a peak pressure gradient of =40 mmhg. Reoperation was performed in 4 patients. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.